Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20200423 - file-2020-00348 - analysis_and_closure_report_resp-2020-00480.pdf].

Event description:
Reportedly, the patient was transported to the hospital by emergency on (B)(6) 2020 because several inappropriate shocks were delivered. Review of the patient files revealed that 30 inappropriate shocks were delivered because of noise oversensing. The ventricular capture threshold was at 1.5v/0.35 ms, the r-wave amplitude at 3.0 ms and the ventricular lead impedance, rv and svc coils continuity measurements were respectively at 356 ohms, 354 ohms and 251 ohms. As a defibrillation lead issue was suspected by the physician, the patient was transferred to another hospital to perform a re-intervention on (B)(6) 2020. The subject defibrillation lead was explanted on (B)(6) 2020 and a new defibrillation system was implanted on the same day.

Event description:
Reportedly, the patient was transported to the hospital by emergency on (B)(6) 2020 because several inappropriate shocks were delivered. Review of the patient files revealed that 30 inappropriate shocks were delivered because of noise oversensing. The ventricular capture threshold was at 1.5v/0.35 ms, the r-wave amplitude at 3.0 ms and the ventricular lead impedance, rv and svc coils continuity measurements were respectively at 356 ohms, 354 ohms and 251 ohms. As a defibrillation lead issue was suspected by the physician, the patient was transferred to another hospital to perform a re-intervention on (B)(6) 2020. The subject defibrillation lead was explanted on (B)(6) 2020 and a new defibrillation system was implanted on the same day.